Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No bolus anomaly, basal anomaly or delivery anomaly noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of delivery anomaly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.